Event description:
While rn flushing line with a 10 ml syringe, the tubing exploded splashing bloody fluid. When this PICC line "exploded" the surgeon commented "this is the second PICC line I have seen leaking recently. I had to replace a leaking PICC line with a mediport about 10 days ago".